Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a supply change issue in which no insulin drops were observed during priming; upon inspection the cartridge needle was bent and the cannula dislodged from the applicator during handling, after which a full supply change was completed, and insulin delivery was resumed. No adverse clinical symptoms reported, and blood glucose levels were unaffected. Outcomes included successful troubleshooting and education with replacement supplies arranged. Investigation included product history review and customer technical troubleshooting. Investigation of this case revealed a bent cartridge needle and cannula displacement associated with the connector, consistent with a component handling or assembly issue. It was concluded, based on previously established findings for similar reports, that the cause was user handling and technique.